Event description:
It was reported that the ilet pump generated alert 63 indicating a haptic chip communications error, consistent with a vibration i2c communication malfunction; the alert recurred after a guided restart and the user was instructed to replace the device and use backup therapy until the replacement arrived. Symptoms included no change in blood glucose. Outcomes included temporary interruption of automated pump therapy and initiation of backup therapy, with data synchronization to the mobile app and device shutdown to prevent further alerts. Investigation included review of device history, verification of alert occurrence, and remote troubleshooting with a restart procedure. Investigation of this device revealed a persistent internal communications fault related to the haptic subsystem that was not resolved by restart, aligning with a device malfunction at the haptic component level. It was concluded that the cause was a device component malfunction of the haptic communication circuitry.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."